Event description:
It was reported that during a stenting treatment procedure, a balloon rupture and vessel perforation occurred. The procedure treated the 100% stenosed severely calcified and mildly tortuous right coronary artery (rca). After many attempts, an unspecified balloon crossed the lesion for pre-dilation and then several unspecified stents were placed including a 3.0mm ion stent in the proximal rca. The physician then attempted to post dilate the lesion with a 3.0x15mm nc quantum apex balloon but upon inflation, the balloon ruptured. The patient complained of chest pain and they noticed the vessel was perforated. Bail out treatment used a 4.0x20mm apex balloon with 1 to 2 minute inflations and then subsequently a 4.0x30mm apex balloon with 4 minute inflations to seal the perforation. As this was unsuccessful, they placed two coronary grafting stents [4.0x24mm, 4.0x16mm] to seal the perforation successfully. No further complications were reported and the patient was discharged in good condition.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).